Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician suspects abnormal device function. The patient¿s heart rate was below the programmed lower rate and bradycardic. The patient was noted to have a syncopal episode. The patient has a bigeminy heart condition. The device remains in use. No further patient complications have been reported as a result of this event.